Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer experienced low and high blood glucose and hospitalized on an unknown date.. Customer's blood glucose was over 600 mg/dl and dropped to 52 mg/dl. Customer stated insulin pump was stopped working and ended into hospital. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with food. Troubleshooting was done for high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode feature was not active at the time of the event. The insulin pump will be returned for analysis.